Manufacturer narrative:
E2: ni. (G1) manufacturer contact facility name: shirakawa olympus co., ltd. The subject device has been received and is currently in the evaluation process. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus, during preparation for use for an unspecified procedure, the 4k autoclavable camera head displayed no image or had a poor display. The impact on procedural timing, completion, and patient outcomes remains unknown. However, there have been no reports of health hazards to the patient. Concomitant devices that may have been involved in the event were also unknown.

Event description:
This supplemental report is being submitted to provide the results of the investigation.

Manufacturer narrative:
As the actual product was not returned for repair and inspection, the cause of the issue could not be determined. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. The DHR confirmed that the subject device was shipped in accordance with the specifications. The instructions for use provides the following guidance: "warnings" section "the endoscopic images and functions are abnormal. If the endoscopic images or functions are abnormal and return to normal spontaneously, there is a possibility that the device has already malfunctioned. If you continue to use the device as it is, the abnormality may occur again and the device may not return to normal. In this case, discontinue use immediately and slowly pull the endoscope out of the patient. Continued use of such an instrument may cause injury to the patient, bleeding, or perforation. Olympus will continue to monitor field performance for this device.